Manufacturer narrative:
(B)(4). Additional information received; file no longer meetings the criteria of a reportable event: the procedure note describes a 2 x 1.5cm anterior neck burn which is later described in the surgeon¿s progress notes and plastic surgeon¿s consult note as superficial with minimal redness, no blistering and no erythema. Based on those descriptions I would consider this a 1st degree burn. Which harmonic device was used: harmonic ace ((B)(4)). What was the procedure: thyroidectomy. Has the surgeon been in-serviced on heat management: yes. Is the surgeon aware of the warnings in the IFU as to heat: yes. What part of the device is suspected of causing the burn: blade. When was the burn noticed: during the procedure. How was it determined that the harmonic blade caused the burn and not another instrument: the burn was noticed immediately when using the device. Where was the device being used when the burn occurred: neck. What is the size of the burn: I do not have the exact wound dimensions, but it was approximately the size of the blade on the harmonic.

Manufacturer narrative:
(B)(4). Sales rep spoke with surgeon about this case. The case was a thyroid. The or did not have any hpblue handpiece sterilized so the focus could not be used. The or provided a lap har (most likely the har36) with a hp054 for the procedure. The device rested on the patient¿s skin causing a superficial burn. Plastic surgeon advised that the burn was superficial and healed up fine. General coordinator at hospital advised: surgeon¿s case was a thyroid and the blue focus was not available. She did use a regular harmonic with most likely the ace 14s hand piece. The patient did suffer a burn and a plastic surgeon advised bacitracin ointment and follow up. I believe the skin may have been blistered. I do not know if a photograph was taken.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: which harmonic device was used? What was the procedure? Who was the surgeon? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? What part of the device is suspected of causing the burn blade, shaft. When was the burn noticed: during the procedure; post-op? (When). How was it determined that the harmonic blade caused the burn and not another instrument? Where was the device being used when the burn occurred? What is the size of the burn?

Event description:
User facility medwatch #(B)(4), received advising that during an unknown procedure, the patient had a small area of burn on the skin laterally above the incision. Plastic surgery was consulted. It was determined the patient had second degree burn and recommended bacitracin ointment be applied.